Event description:
It was reported that the bd max¿ system, bd max¿ instrument was contaminated, leading to false positive results. 23 out of 24 samples tested came back positive. There was no report of patient impact.

Manufacturer narrative:
G.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "environmental contamination" issue. Customer reported that they have contamination. Service sent customer a decontamination guideline. Customer decontaminated the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 30mar2021 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as the issue is not due to instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument was contaminated, leading to false positive results. 23 out of 24 samples tested came back positive. There was no report of patient impact.